Event description:
It was reported that the right atrial (ra) lead had low impedance. The ra lead was explanted. It was also reported that the right ventricular (rv) lead had oversensing. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The inner insulation was breached by metal ion oxidation. All conductors were cut and had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, had cosmetic metal ion oxidation, was breached environmental stress cracking, had cosmetic environmental stress cracking, had a white substance, and had cosmetic depression. The outer tubing overlay was melted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead length is unknown. Breach metal ion oxidation is visible at 8 cm from the distal tip. (B)(4) the full lead was returned in segments and analyzed. The outer insulation was breached environmental stress cracking, had cosmetic environmental stress cracking, and was breached cut. All conductors had blood/body fluid (not obstructed). The inner insulation had cosmetic metal ion oxidation. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched.